Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, breaking the solder joint connecting front pulse wires inside the distribution node. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "check therapy pad" messages.